Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead subsequently experienced a syncopal episode. The patient underwent a lead revision as a lead failure was suspected. It was found that the rv lead had dislodged and was contaminated. The lead was partially abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was explanted and the location of the lead is unknown. The abandoned lead will not be returned; therefore the clinical observation can not be determined. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.